Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The ICD is scheduled to be replaced. No patient complications have been reported as a result of this event.